Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: tandem technical support followed up and the customer reported blood glucose levels have decreased within range. Device not returned.

Event description:
It was reported that the customer experienced continous high blood glucose (bg) levels of 355 mg/dl- 500 mg/dl. The customer reported the cause of the bg levels were unknown. The customer delivered a correction bolus and changed the site to address bg levels. Troubleshooting with tandem customer technical services determined the pump functioned as intended. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.